Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rhino-laryngo videoscope had oily residue. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Additional information: b5. The device was not returned to olympus for inspection so the reported failure could not be confirmed. However, in lieu of product return, an endoscopy support specialist (ess) was dispatched to the reporting facility following receipt of complaints describing a waxy/oily residue observed on olympus enf-v3/ enf-v3 and enf-vh/ rhinolaryngoscopes upon removal from the medivator automated endoscope reprocessor (aer) after completion of the reprocessing cycle. The ess conducted a facility review summary (frs) during the site visit. The full reprocessing workflow was observed in its entirety, encompassing bedside point-of-use pre-cleaning through high-level disinfection (hld) and drying. All reprocessing steps performed by facility staff were determined to be in alignment with the applicable instructions for use (IFU). No procedural deviations, non-conformances, or departures from manufacturer-recommended reprocessing protocol were identified. No corrective recommendations were issued by the ess at the conclusion of the observation. Subsequent to the ess site visit, the facility reported a significant improvement in the waxy/oily residue previously observed on the exterior surfaces of the affected devices. No patient harm, injury, or procedure delay has been reported in association with this event.

Event description:
Additional information was provided by the reporting facility. A total of 14 olympus rhinolaryngoscopes were identified as affected, with an oily, waxy, shiny residue observed on device exterior surfaces following removal from the medivator automated endoscope reprocessor (aer) upon completion of the reprocessing cycle. The events were reported to have occurred between (B)(6) 2025. Additional complaints have been initiated to further evaluate the affected devices. Facility maintenance personnel conducted an investigation into the facility water supply and concluded that the water supply was not a contributing factor to the observed residue. Application of endozyme enzymatic cleaner resulted in a reduction of the residue; complete removal was achieved with the application of alcohol to the affected exterior surfaces. No patient procedure delays were reported in association with this event. All nursing staff confirmed that bedside pre-cleaning steps were being performed correctly and in full accordance with the manufacturer's instructions for use (IFU) at the time the events occurred.